Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip becoming caught in the chordae and anterior leaflet could not be determined. In this case, it is possible that there were procedural interactions (e.g. The patient anatomy, curves on the devices) which resulted in increased tension on the device and therefore contributed to the reported clip caught on chordae and difficult removing the device; however, this cannot be confirmed. The reported failure to adhere or bond to the leaflet appears to be related to procedural conditions due to the clip getting caught in the chordae and anterior leaflet and not being able to grasp the posterior leaflet. The reported foreign body in patient was a result of clip becoming caught in the chordae and anterior leaflet; therefore, related to procedural circumstances. The reported patient effect of foreign body in patient as listed in the instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. The additional clip delivery system referenced is filed under a separate medwatch report.

Event description:
This is being filed to report that the clip delivery system (cds 61014u129) became caught on the chordae and could not be removed; therefore, the clip was deployed on the chordae and anterior leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The anterior leaflet was flail. The first mitraclip delivery system (cds 61111u182) was advanced into to the left ventricle (lv) however the clip rotated clockwise and counter clockwise even while the device wasn't being touched. The orientation was corrected, by turning the delivery catheter handle. The clip was able to be implanted, reducing the mr to 2-3. The second clip delivery system (cds 61014u129) was advanced to the mitral valve. During positioning, the clip became caught on the chordae and the anterior leaflet. The posterior leaflet could not be grasped because the clip was caught in the chordae and anterior leaflet. The clip could not be freed from the chordae and anterior leaflet. In order to remove the device, the clip was deployed in the chordae and in anterior leaflet. No additional clips were implanted; mr remained at a grade of 2-3. The patient is stable. There was no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.